Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker on the telemetry device. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.